Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead has been showing over sensed noisy signals. There was also variable pacing impedances observed trending to low, out of range values and a low atrial amplitude signal alert was triggered. Various recommendations on how to proceed with analysis were discussed. The ra lead remains in service. No adverse patient effects were reported.